Manufacturer narrative:
(B)(4). D10: 00811400100 cpt 12/14 stem size 1 cocr 66650980. 110024464, g7 dual mobility liner 44mm f, 66411978. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised two (2) months post implantation due to dislocation of the undersized stem. Stem, bearing, and liner were explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6;h10. Product not returned; however, a picture was provided and reviewed. Visual examination of the provided picture identified the explanted stem, bearing, and head, covered in bio-debris. The head and bearing were still assembled. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with superior and likely posterior dislocation of the right femoral head. Possible loosening of the femoral component. Possible undersized right femoral head. A definitive root cause cannot be determined. The size of the implants are the surgeon's discretion based on the patient anatomy. This complaint cannot be confirmed. The report of the undersized stem cannot be confirmed. The dislocation can be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.